Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose levels. The blood glucose reading was not provided. The patient stated that the cannula is bent. No further information was provided.